Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (manipulation of the guidewire, manipulation of the devices) likely contributed to the lv perforation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, with the support of a guide catheter, the native aortic valve was crossed with a straight wire. No decrease of blood pressure (bp) was noted. Balloon aortic valvuloplasty (bav) was performed. The bp recovered without issue. When advancing a commander delivery system in the aortic arch, the delivery system pushed the guidewire ¿deeply¿ and the guidewire was deformed in the left ventricle (lv). Immediately before inserting the delivery system into the native aortic valve, a decrease of the bp was observed. The patient did not respond to vasopressor. On tee, no increase of aortic regurgitation or mitral regurgitation was observed. Since the systolic blood pressure decreased to 40 mmhg, a 23 mm sapien 3 valve was deployed without using rapid ventricular pacing. Post valve deployment, the bp did not recover and cardiac massage was initiated. Tee showed pericardial effusion near the apex. On the fluoroscopic imaging at valve deployment, perforation of the lv by the guidewire was observed. Pericardiocentesis was performed and approximately 400 ml of pericardial fluid was manually aspirated. The patient¿s hemodynamics improved gradually. Percutaneous cardiopulmonary support (pcps) was introduced. The chest was opened and the lv perforation was repaired. After weaning the patient off of pcps, a drain was inserted. The patient was transferred from the or, still intubated. The sapien 3 valve remains implanted in the patient. The native annular diameter measured 20.5 mm by CT with a valve area of 354.4 mm2. Mild valvular calcification and moderate aortic root calcification was reported. It was speculated that the straight guidewire may have pierced the apex or the guidewire may have been pushed while advancing the delivery system, piercing the apex. The delivery system and sheath were discarded following the procedure.